Event description:
It was reported to boston scientific corporation on april 20, 2007, that 36 months after undergoing an enteryx procedure in 2004, the patient complained of: heartburn; chest pain; mild stomach discomfort; and, difficulty and pain with swallowing. It was further reported that 12 months prior, the patient presented with: heartburn, though considered to be not clinically significant; and, difficulty and pain with swallowing; which started to increase from thereon. No further details regarding the procedure or the patient was ascertainable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.